Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in march 2010 and performed to specification, alongside random manual power ons, up to the 9th february 2014. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups mainly of 10 minutes in duration occurring between 13th february 2014 and the last log entry on the 25th september 2014. The pad-pak became depleted and further pad-paks were installed. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time out recorded would suggest a failing membrane. A device switching itself on automatically can cause premature depletion of the pad-pak (battery). The fault was witnessed during investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.